Event description:
New information received on (B)(6) 2015 notes that the allergy test revealed patient had a severe allergy to the titanium.

Event description:
It was reported that the patient presented in clinic with a rash near the implant site. The patient also complained of itching. The lead remained implanted. An allergy test was performed but the results were not reported. No further information could be obtained.

Manufacturer narrative:
No intervention performed.